Manufacturer narrative:
(B)(4). Although requested, the product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation.

Event description:
The customer reported cyclophosphamide was set-up as a secondary infusion to run at 431 ml/hr (volume of 323 mls). The medication was found empty sooner than expected. There was no patient harm or medical intervention. The customer stated that no additional event or patient information is available.